Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unknown procedure, the staples became loose in the patient tissue. It is unknown if there were any patient consequences. No device will be returned.

Manufacturer narrative:
(B)(4). Only month and year are known. As a specific day is unknown, it is assumed first day of the month. The following information was requested, but unavailable: if available, please provide a product code and lot number for the device used. Was any intervention required for the patient? If yes, please describe. Response received: no additional information has been able to be obtained. There is no more information available for this file. Additional information was requested and the following was obtained: please provide the event date when the reported issue occurred. The event occurred at the beginning of february, but a specific day was not known.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #5.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This correction is being submitted to correct the sequential numbering for the follow up reports #2, #3 and #4. Follow up #3 submitted should have been submitted as follow up #2. Follow up # 4 submitted should have been submitted as follow up #3. Follow up # 10 submitted should have been submitted as follow up #4.

Manufacturer narrative:
(B)(4). After receipt of additional information, the file has been changed to a serious injury. Facility medwatch: 450040-2017-0004. See attached. The following information was received: the original procedure, a total hysterectomy with bso, was performed on (B)(6)2017. The staples looked fine at the end of the procedure. In the morning of the following day, two staples were found not attached. There was a gap in the wound and the staples were seen in the wound bed. The staples were removed; the wound was cleaned and steri-strips were applied. Serosanguinous oozing and bruising were noted. In the evening of the same day, a hematoma was noted and the patient continued to have increased pain. A CT was performed the next day, (B)(6)2017, and a hemo-peritoneum was found. The patient was returned to the or to remove clots due the blood in her belly. Following surgery, the patient was taken to ICU for additional monitoring. The patient was doing fine and released to home on (B)(6)2017. Additional notes from the surgeon indicated that the patient was on anti-coagulants due to a clotting disorder (factor v mutation and a pro-thrombin mutation). This may have been why she had the bleeding issues. Could you please provide a product code for the device used? Unknown who placed the staples during the procedure? The surgeon. What is his/her experience with the device? The or manager has told me the surgeon is experienced. What technique was used in applying the staples? Was the skin everted? Or manager stated it was everted. What anticoagulant was the patient taking pre-op and when was it stopped in correlation to the initial surgical procedure? Patient had been on lovenox and the patient¿s last dose was 1/31/2017 at 7 p.m. When was the anticoagulant therapy resumed post-op? It was ordered on 2/1/2017 with dose given at 2148. Does the surgeon believe the loose skin staples are associated with intraabdominal issues experienced? If so, what is the medical rationale for the correlation?